Event description:
It was reported that during implant, the left ventricular (lv) lead was implanted and all the electrical parameters were good expect the lead was always dislodging while the right ventricular lead was being implanted. The lv lead was removed and a different model lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).